Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes foreign matter was found during use within a tube. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Grey specks were embedded on the inside of the tube wall. Embedded fm is isolated from any specimen and considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: device available for eval: yes returned to manufacturer on: 21-nov-2023 investigation summary: bd japan had received one (1) sample and attached six (6) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Beige specks were embedded on the inside of the tube wall. Embedded fm is isolated from any specimen and considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes foreign matter was found during use within a tube. No health impact or consequence reported.